Event description:
Olympus medical systems corp (omsc) was informed that during an colectomy procedure, error code e504 was displayed at the end of the procedure. The procedure was completed using other monopolar device . There was no report of pt injury regarding this event.

Manufacturer narrative:
The subject device was returned to olympus medical sys corp (osmc) for eval. The eval confirmed that the ptfe pad severely worn. There was a contact mark of the probe and jaw. Based on the eval and the past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears. Since the distal end of the ptfe pad wore severely and became thin, the probe and grasping section began contacting each other, and the scratches indicating that the probe and grasping section were in contact with each other were made. Note that the instruction manual prohibits activating output while grasping nothing in the grasping section (including after the tissue separated). Based upon the finding of the eval, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.